Event description:
A high blood glucose level was reported, but the specific value was not known as it displayed as "high." The customer addressed the issue by replacing the infusion set and administering a correction bolus via the pump; no further assistance was required, and a supplies check was declined by the customer.